Event description:
Patient was receiving 9 ml of packed red blood cells via the mini trifuse. The next day the patient lost 5 ml of blood from the cracked trifuse which was connected to the broviac line. The nurse checked the IV site and saw the crack. A cbc was ordered for the patient, but no additional blood was given. The nurse removed the device from the patient but saved the device. The nicu also reported that they have found cracked trifuses on two other occasions. Patient information for the other events is not known.====================== health professional's impression======================the rn found that the device had a crack in it.